Manufacturer narrative:
Section d3 and g1: manufacturer information corrected section d4: primary UDI corrected section d5: operator of device corrected section e3: occupation corrected section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section h6: health effect - impact code and medical device problem code corrected manufacturer¿s investigation conclusion: the centrimag motor, serial (B)(6), was evaluated following being returned for an unknown reason. A damaged set screw was observed. It had damaged threads which result in issues when screwing in the set screw. The metal locking screw was replaced. The motor was tested per mp centrimag motor process and passed all tests without issue. The motor was returned to the customer. Multiple attempts were made to obtain additional information from the customer regarding the return of the product; however, no response was received. There were no reported issues with the centrimag motor. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. If any component is damaged do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag motor (B)(6) was returned for an unknown reason.